Event description:
Customer claims that the cutting wire broke in two pieces after being activated for 5 seconds at 75 watts. A valley force 2 generator was used. The customer also reported that a sales representative was in the operation room during the procedure to check that everything was done correctly.